Manufacturer narrative:
(B)(4). Evaluation code conclusion: failure to follow instructions (rotating heli-fx applier counterclockwise) device evaluation was completed. The heli-fx applier was returned with the associated heli-fx guide, obturator and endoanchor cassette. 5 open and empty ports found in the endoanchor cassette, 2 open ports in the endoanchor cassette each contained an endoanchor. The mis-deployed endoanchor complaint is able to be confirmed based on the reported event description. However, the exact cause of the mis-deployed endoanchor in this case cannot definitively be determined as there is no allegation of a device malfunction. Based on the reported event description, the doctor rotated the heli-fx applier counterclockwise an undetermined amount of times per the direction of the aptus rep prior to confirming the endoanchor had fully disengaged. If the endoanchor was not fully disengaged from the applier, counter-rotation will unscrew the endoanchor from its deployed location. It should be noted that rotating the heli-fx applier counterclockwise is not recommended within the IFU or cl except in the event of heli-fx applier power loss. This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Primary case in which endoanchors were being placed in another manufacturer's 28mm stent graft. The aneurysm neck measured 23mm and no calcium was noted. The first endoanchor was deployed without issue. During deployment of the 2nd endoanchor, 1st stage deployment was completed and the endoanchor appeared to be through the graft material and into the aorta. Doctor proceeded to 2nd stage deployment and the endoanchor was clearly through. The aptus representative then instructed the doctor to turn the heli-fx applier a quarter turn before attempting to remove the applier. The aptus rep was not sure which direction or how far the doctor rotated the device. When the attempted to remove the applier, the endoanchor was still engaged with the heli-fx applier tip. The doctor then pulled the heli-fx applier into the guide and it could be seen that the anchor was within the lumen. Upon removal of the applier, the endoanchor remained in the guide near the handle. The endoanchor was never embolized in the patient.